Event description:
It was reported that the cassette exhibited a leakage at the pump connection. The pump exhibited error code 1320. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
H10: additional report number "3012307300-2025-00779". H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.